Manufacturer narrative:
On initial MDR the patient code of f1903 was an error. The lens remained implanted. The manufacturer internal reference number is: (B)(4).

Event description:
Correction information states lens was not explanted.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was received and stated lens was explanted at secondary procedure.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced poor near vision, can read only largest letters on the snellen chart.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in b.2.,b.5. And h.11. Based on correction information following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Correction information states lens was not explanted. Based on correction information following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required.